Event description:
It was reported that balloon deflation issues occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vein shunt. A 5.0 x 20, 75cm mustang¿ balloon catheter was selected for use and advanced to dilate the target lesion. Upon the first inflation, the balloon was inflated at 8 atmospheres for a duration of 20 seconds. The physician then attempted to deflate the balloon but the balloon failed to deflate. The device was then removed from the sheath in the state that the balloon was inflated and the procedure was completed another 6.0 x20, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good. After the procedure, the physician could inflate/ deflate the 5.0 x 20, 75cm mustang¿ balloon catheter using a syringe; therefore, the physician concluded that something would have occurred during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination of the returned device identified no kinks or damages along the entire length of the shaft. An examination of the balloon found that the balloon was partially filled with liquid. As part of the device analysis, the device was attached to an inflation unit and the balloon was inflated with no leaks or drop in pressure noted. Using the same inflation device, a vacuum was pulled and the balloon deflated in four seconds. This inflation and deflation fully under vacuum was repeated on four more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in an average time of five seconds. The deflation time was recorded and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vein shunt. A 5.0 x 20, 75cm mustang balloon catheter was selected for use and advanced to dilate the target lesion. Upon the first inflation, the balloon was inflated at 8 atmospheres for a duration of 20 seconds. The physician then attempted to deflate the balloon but the balloon failed to deflate. The device was then removed from the sheath in the state that the balloon was inflated and the procedure was completed another 6.0 x20, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was good. After the procedure, the physician could inflate/ deflate the 5.0 x 20, 75cm mustang balloon catheter using a syringe; therefore, the physician concluded that something would have occurred during the procedure.